Manufacturer narrative:
Product event summary: manufacturer¿s analysis, as well as the initial service center analysis of the country in which the event occurred, were unable to confirm the customer comment. The device passed the functional test, and no new error was found on the logs.

Event description:
It was reported that a pop-up screen appeared on the programmer while using the analyzer. The pop-up contents were partially recorded, stating "connection is not." A different analyzer was used. The programmer and analyzer have been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that a pop-up screen appeared on the external pulse generator while using the analyzer. The pop-up contents were partially recorded, stating "connection is not." A different analyzer was used. The external pulse generator and analyzer have been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.